Event description:
The hospital reported that during an endoscopic vein harvesting procedure and during approximately 2/3's completion of branch ligation, the wire in the jaw of the vasoview hemopro 2 endoscopic vessel harvesting system was separating from the jaw. A replacement unit was used to complete the procedure. There were no patient effects. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt. The heater was detached from the hook and lifted up somewhat. The device was bloody. Based upon this observation, the reported complaint for "wire separated" was confirmed. Internal file number - (B)(4).